Event description:
Major pump unit(s) involved: blood pumpspecific component(s) involved: inflow graft malfunction/malposition, outflow graftmalfunction/malposition, pump drive unit malfunction

Event description:
Major pump unit(s) involved: blood pumpadditional text: suspected thrombus or infectionspecific component(s) involved: inflow graft malfunction/malposition; outflow graft malfunction/malposition; pump drive unit malfunctionadditional text: soft deposition with little structure that was yellow in color throughout the pump; soft deposition with little structure that was yellow in color throughout the pump; soft deposition with little structure that was yellow in colother component:causative or contributing factor: no specific contributing cause identifiedother cause:intervention(s): other interventions, specifyother intervention : patient put on argatroban due to being hit positive.implant device type: lvadmalfunction device type: